Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The claimed issue was related to internal leakage test failure during pre-use check. The issue was decided to be reported based on available information as the initial description might have underlying causes, which may lead to stop of ventilation. In the further process of complaint handling, the provided information indicated that pressure transducer test also failed during pre-use check. The device was tested and it passed all tests. No parts have been replaced. Identification of issue has been done by analyzing problem description, device's logs and service report. The root cause of the issue has not been determined.